Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure due to normal battery depletion this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 125 ohms. This lead was surgically abandoned and replaced prior to pocket closure. No additional adverse patient effects were reported.